Event description:
It was reported to nova biomedical that, a consumer received a result of 600 mg/dl on their blood glucose meter. Within one minute of that test, the consumer then performed another test getting a result of 200 mg/dl on another blood glucose meter. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.